Event description:
It was reported on medwatch that in 2001, there was an adverse event and a disability or permanent damage. Date of implant: 2008. Update 08/12/08: in 2001, rotator cuff repair with acromioplasty; repair of slap lesion; excision of distal clavicle and pain buster pain pump placement in right shoulder joint and in subacromial space. In 2002, arthroscopic left slap repair, left shoulder with pain palm anesthetic pump placed in left glenohumeral space. In 2002 -zimmer- reported in left glenohumeral space. Contact anonymous.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. The product was not available for eval and investigation. Without the actual product, part number, or lot number, an analysis cannot be conducted. The medwatch indicated that an adverse event had occurred with an outcome of disability or permanent damage, so this MDR is being filed. No confirmation that the product was mfg by I-flow was provided. The report indicates that up to 3 pumps may have been used from 3 different manufacturers. It was reported that epinephrine was used in the pump. The directions for use for the painbuster pump contains a warning that states: "use of vasoconstrictors, such as epinephrine or adrenaline, is not necessary and may not be recommended for continuous infusions." The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.